Event description:
Air embolism occurred during placement of dialysis catheter in the right internal jugular. The procedure was performed by an interventional radiologist using a peel-away sheath under fluoroscopy. During the insertion of the sheath and introducer the sheath began to peel-away prematurely. The proceduralist chose to continue the procedure using this device and intended to pinch the sheath to prevent a reflex of air. The proceduralist was unable to adequately seal the sheath after the introducer was removed and an immediate vacuum of air was audible and air embolism observed on fluoroscopy. The patient was positioned right side up and air was aspirated from the catheter. Despite these attempts the patient became symptomatic and had a respiratory arrest followed by cardiac arrest. Acls was performed for approximately 10 minutes and the patient had a return of spontaneous circulation, was subsequently extubated and has returned to his baseline status. Reviewed with staff involved and confirmed technical error by the proceduralist caused device to prematurely peel-away. Reviewers also agreed that device should have been replaced before continuing with procedure.====================== manufacturer response for hemodialysis catheter, hemo-flow set (per site reporter).====================== occurrence reported to vendor and confirmed technical error by provider contributed to event.